Event description:
Tissue injury/burn to left ear during tympanoplasty procedure involving use of the opmi movena/s7 microscope. At the end of the surgery, the ear was covered with blisters on both the exposed and unexposed sides, and eventually resulted in a 2 cm loss of the outer layer of cartilage around the top of the ear.